Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint tube set was received and evaluated. Visual observation reveals compromising cut on the pump head tubing. The root cause of this failure is believed to be due the placement of the tubing on the pump head before latching the pressure arm. This is caused by not centering the tubing over the pump head, and the cut occurs when operator first begins priming and the pump head begins moving, therefore cannot be foreseen. This complaint can be confirmed. A check of the manufacturing finished goods records for the reported batch number revealed no anomalies relating to the reported incident. There were no anomalies or discrepancies in the manufacture of this lot. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the overall complaint rate for this failure, at this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it wsa observed that the 4503 USA irrigation tube sets pk/24 device did not work. According to the report, the device presented leak early in the surgery. It was reported that the device was exchanged for another that functioned normally. There was no direct damage to the patient and the delay did not exceed longer than 30 minutes. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.